Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load cartridge despite following on-screen instructions and using new cartridge fill. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean cartridge and pneumatic areas, attempt reload, and then place pump into storage mode, and technical support arranged pump replacement, confirmed use of multiple daily injections as backup insulin therapy.